Event description:
Information received by medtronic indicated that the insulin pump had a large crack on the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the back of the insulin pump found. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing overlay, stained overlay, cracked retainer, cracked battery tube threads, cracked battery tube and serial number label damage. Customer has returned pump due to a crack in the back of the pump. Cracked battery tube threads, cracked battery tube and serial number label damage confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.